Manufacturer narrative:
The device was not returned to olympus for evaluation and no repair was required as the customer resolved the issue using a pit tail. Based on information provided by the customer the finding of image issues, image being distorted and then disappeared was confirmed due to connection issues. It was confirmed that CAPA was initiated, and it was CAPA no. 200988. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to connection issues. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had image issues with 180 scope. The event occurred during preparation for use. There was no patient harm associated with the event. The device was evaluated, and it was found that the image was distorted and then disappeared. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.